Event description:
The customer reported to olympus that there was no image while using the hd camera head. The reported issue was observed during inspection of the subject device, prior to an unspecified therapeutic procedure. The intended procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed and was likely due to the failure of the circuit board. In addition, to what reported in b5, the following nonreportable malfunctions were found: connector part electrical contact discoloration, damage on the cable section, corrosion on head scope mount, deposit on main head body (lens), and adhesion on the head of the main body (connection part). The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the imaging issue was due to fluid ingress of the cable. However, a specific cause for the fluid being in the cable was not established at this time. Olympus will continue to monitor field performance for this device.